Manufacturer narrative:
On 06/24/09, additional information indicates patient's cause of death was non-cardiac: multi organ failure. Device disassociated by healthcare provider, therefore it is not a reportable incident.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through data. A device history record review can not be completed since device serial number was not provided. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.

Event description:
Study control a. It was reported that multiple events reported to this device (edwards perimount magna, size 19mm) for the patient: ischemia, infection, abnormal lab values (elevated wbc, low altered mental status, patient ultimately expired on unknown date. No further information was given..